Event description:
Trinity revision after approximately 8 years. The reason for the revision is unknown.

Manufacturer narrative:
Per (B)(4) final report additional information, including the reason for revision, post primary and pre revision x-rays, operative notes, patient details, patient medical history, date of primary surgery and an update on the patient following the revision was requested, however, this information was not provided and thus the scope of the investigation was limited. The explanted devices were not returned to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported event could not be determined. Therefore this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including the reason for revision, post primary and pre revision x-rays, operative notes, patient details, patient medical history, date of primary surgery and an update on the patient following the revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explants are available for examination, however, the explants have not yet been returned to corin. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 8 years. The reason for the revision is unknown.